Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence due to the device was not working, it was reported some fluid missing from the balloon. The aus was explanted and replaced. There were no additional patient complications reported.